Event description:
It was reported by repair work order that the head end brakes would not hold due to damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.